Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any ethicon products were related to any adverse events in this series of patients described in the article? What was the condition of the tissue between the patch and the cusp? During second procedure, what was the appearance of the suture between the patch and the cusp? Was the suture intact and pulled away from the tissue? Was the suture used between the patch and the cusp broken? Any additional information?

Event description:
It was reported in a journal article that the patient underwent a root remodeling and aortic valve repair procedure for unicuspid aortic valve on unknown date and the suture was used around the root at the level of the basal ring; it was then tied around a hegar dilator chosen according to body surface area. Following the procedure, the patient possibly experienced endocarditis and underwent reoperation. The patient possibly experienced recurrent aortic regurgitation for limited suture dehiscence between the patch and the cusp and were reoperated on between sixteen and thirty two months postoperatively. It was possible that the patient underwent a biologic valve replacement, and two valves were re-repaired. Additional information has been requested.